Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown issue while using the adc reader and that the reader " no longer loads / no longer responds." As a result, the customer did not receive the glucose alarm alert. On (B)(6) 2022, the customer experienced dizziness, confusion, and a loss of consciousness, however, regained consciousness after 2 hours and self-treated with glucose. Hcp contact was made for symptoms of nausea and vomiting, however, no third-party treatment was provided. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown issue while using the adc reader and that the reader " no longer loads / no longer responds." As a result, the customer did not receive the glucose alarm alert. On (B)(6) 2022, the customer experienced dizziness, confusion, and a loss of consciousness, however, regained consciousness after 2 hours and self-treated with glucose. Hcp contact was made for symptoms of nausea and vomiting, however, no third-party treatment was provided. No further treatment was reported. There was no report of death or permanent injury associated with this event.